Manufacturer narrative:
One sample was received in used conditions. No anomalies were found under visual inspection of the sample. The sample was tested for leaks and a leakage was found in the filter of the returned sample. A review of the manufacturing process for ext set p/n 21-7106-24; l/n 3967499 was conducted by quality engineer on 16/apr/2020, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section; all procedures are being followed appropriately. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp's requirements and shm procedures: ·the bonding operation in all joins were reviewed in order to verify that the operation was correctly performed by the operator; no discrepancies were found. ·verify that production personnel was performing visual inspection in order to detect delamination or any other workmanship defects; no discrepancies were found. ·the bin holding the filters was reviewed in order to verify that no damaged or broken filters were present; no discrepancies were detected. ·training records were reviewed, operators are trained in the procedures reviewed; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joins are properly adhered; no discrepancies were detected. Four (4) samples of the production floor were tested using a hydrostat vessel [cal. ID: 8.0088; due date: january 2021]. No discrepancies were detected during leak testing; successfully passed. It could not be confirmed what caused the customer's reported issue other than that the issue was able to be replicated with the returned sample. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during delivery of blinatimomab, a smiths medical cadd extension set was leaking at the filter. It was reported that the set was subsequently changed. No adverse patient effects were reported.